Manufacturer narrative:
Thermirf generator was evaluated on december 6, 2016. All parameters were in calibration and will be under further investigation. Investigation will be ongoing.

Event description:
Customer called stating a patient suffered a full thickness burn to the underarm after the procedure on (B)(6) 2016 at 11:15 a.m.